Manufacturer narrative:
(B)(4).

Event description:
On dec 15,2015 an fresenius (B)(4) employee called in a report from (B)(6). The customer reported a chemo leak during use occurring distal to the safety clamp. No patient injury or adverse reaction was reported. The customer stated no sample is available to be returned for evaluation, but pictures are available. An update from the fresenius-(B)(4) representative to correct her statement, leak occurred proximal to the safe clip, where the safe clip meets the pumping segment. She also stated that pictures were available. Investigation: we did not receive a sample but a photo for investigation. Based on the picture we found a drop of liquid under the silicon tube however using the picture we unfortunately could not determine the exact complaint reason or the root cause. We performed a free flow and tightness test on one retain sample of the complained batch without finding any non-conformity. The investigation of the production documents did not show any deviations related to the complaint reason. Without an affected sample a more detailed analysis is unfortunately not possible. The root cause for this complaint reason is not known as we did not receive the sample. As we received similar complaints regarding leakages the following measures are implemented and a corrective and preventive action were started to analysis the exact root cause.